Event description:
This event was reported to boston scientific corp. On 10/09/2007. The complainant reported that during a radio frequency ablation procedure in approx six months earlier (specific event date unknown), the leveen superslim needle electrode was partially retracted during withdrawal. The procedure was reported to be successful treating a hepatic cell carcinoma with 60 watts of power for ten minutes. No patient injury or complication was noted after the procedure.

Manufacturer narrative:
A failure analysis could not be performed due to the non return of the product. Based on the evaluation of other devices that have been returned with the same issue the most probable root cause appears that the flare on the proximal end of the electrode cannula was moved proximally due to excess force applied to the device during use. It is also possible that the residue on the array tines could have caused the retraction to be difficult. The september 2007 15-month rf probe product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A CAPA to investigate leveen needle electrode cannula detachment issue is in progress.